Event description:
Caller reported, the infusion set tubing became disconnected at the connector. Caller stated the patient was able to remove the infusion set and attach a new one. No adverse event reported. Requested return of the alleged infusion set for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.